Event description:
It was reported that this right atrial lead showed oversensing and noise of the minute ventilation signal due to spring contact issues that resulted in atrial tachy response episodes. Technical services instructed to turn off the respiratory rate trend to get rid of the false atrial tachy response (atr) events. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).